Event description:
A trilogy ev300 ventilator was scheduled for remote servicing by the manufacturer. There was no reported patient involvement. The manufacturer's field service engineer was onsite and upon initial inspection of the device, the active exhalation solenoid valve verification service test failed. The test was repeated twice with similar results. The engineer notes that no errors codes were observed. There is no documentation stated regarding a component replacement to resolve the issue. The engineer notes that the follow up repair is to be handled by the customer. This incident was recorded for documentation purposes only. No further investigation is required.